Event description:
It was reported by a law firm that this incident is the subject of a civil lawsuit filed in (B) (6). According to the suit papers, a central venous catheter broke off in the circulatory system of a male pt during a kidney transplant procedure on (B) (6) 2008. The plaintiff claims that a portion of the catheter became and remains, lodged in his pulmonary artery and that the broken catheter caused him to suffer a pulmonary embolism in (B) (6) 2008.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.